Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter result. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No additional medical intervention since the last call was reported.

Event description:
During follow-up call on internal report reference number (B)(4), the customer reported an adverse event had occurred while using the replacement product. Customer stated that on (B)(6) 2023 her blood glucose test result had been 385 mg/dl fasting and she had gone to see her doctor. Doctor had treated customer with insulin in order to lower her blood glucose. Customer stated the doctor will be changing her medication from ozempic and jardiance to insulin. At the time of the call the customer reported ongoing symptom of neuropathy in her feet; customer stated that her doctor is aware of this ongoing symptom and as per doctor it should improve as she begins the new medication. Medical attention was not needed at the time of the call. Customer did not report a complaint associated with the use of the replacement products. Customer stated she does not attribute the high result to use of the meter and is not alleging a product defect. Customer stated the replacement products are working as intended and she is comfortable with the glucose readings from the product.